Event description:
It was reported that the therapy cable pin broke and was stuck in the mating therapy connector. The device displayed "connect cable" and the user observed the issue as they were retrieving the device for a call. The device would not be able to provide defibrillation therapy in the reported condition. The user retrieved a second defibrillator for use. There was no patient involvement associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance and the therapy connector part number information. Follow up with the reporter confirmed that the customer replaced the therapy connector assembly to resolve the issue. The device was repaired and returned to service for use. The removed therapy connector assembly was not returned to physio-control for analysis. Therefore, further cause of the reported issue could not be determined.